Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation of the device, non-sustained right ventricular oversensing was detected due to noise. The patient was asymptomatic. No programming changes were made at this time.

Event description:
New information received indicated that the patient presented to the clinic for follow-up on (B)(6) 2023, and device reprogramming was made. The patient was in stable condition.